Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra vocalaid tracheostomy tube cuff deflated during use. It was unknown if a leak check was conducted prior to use and unknown how long the device was in use. No patient injury was reported.

Manufacturer narrative:
One 7.5mm portex® blue line ultra® vocalaid 15mm connector profile tracheostomy tube was returned for investigation. The device was received without its original packaging and showed signs of use. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and a tear was detected in the device pilot balloon. Investigation determined that the root cause of the observed tear was due an issue during manufacturing. (B)(4).